Manufacturer narrative:
It is unclear if the tendon injury was related to the ulcer treatment on the bottom of the foot. The patient presented with the issue 4-6 weeks after treatment. The physician noted that the tendon quality may have been compromised in the diseased foot. The physician also noted that he may have inadvertently contacted the tendon with the device during treatment.

Event description:
A patient presented with a straight toe and fhl tendon damage in the operative foot 4-6 weeks after a procedure with the tenex health tx system. The procedure was to treat a diabetic foot ulcer and partially debride the sesamoids. No issues were noted during the procedure. The ulcer healed in 2 weeks. It is unclear if the tendon injury was related to treatment with the tenex health tx system or a pre-existing issue with the quality of the tendon in the diseased foot.